Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 2082591. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd pegasus is an infusion only device and is not rated for high pressure injections. Functional test (45psi leakage test) is performed on the retained sample of the complaint batch, and the test result is qualified without leakage. No abnormality is found on processes and the retained sample, as no defective sample returned, and the high-pressure injection value is unknown, the root cause of leakage from the y-shaped part of the indwelling needle cannot be determined.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter leaked. The following information was provided by the initial reporter, translated from chinese to english. It was found that the needle flowed out from the y-shaped part of the indwelling needle.